Event description:
It was reported there was damage to the lens and head of an intracavity transducer, exposing the metal underneath. The c10-3v transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use. There was no patient or user harm associated with this event. The reported information indicates that the transducer lens was struck with a sharp object by the user. Verification is underway to confirm how the issue occurred and whether the transducer was immediately removed from service. A philips field service engineer has initiated the replacement process for the damaged transducer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified remote service engineer evaluated the transducer based on the customer complaint. The remote service engineer confirmed physical damage to the transducer which indicated the transducer was struck with a sharp object. The customer's complaint was addressed by initiating the replacement process for the damaged transducer, however, the customer declined service. No additional repair or analysis action was required.